Event description:
This pt underwent a left hip arthroplasty after falling and fracturing left femoral neck. During the operative procedure, when the bone cement was inserted in the femoral canal, the pt became bradycardic. The pt's heart rate initially responded to IV medication. Following intubation, the pt became hypotensive, pulses were not palpable. Advanced cardiac life support measures were performed and the pt expired.